Event description:
It was reported to the manufacturer on september 25, 2023 that a patient from a retrospective clinical study experienced implant loosening, displacement, deformation, breakage and nonunion at 6 months requiring hardware removal. The patient also experienced tenderness and swelling.